Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and refractive surprise. The lens was exchanged with a shorter length lens with a different power and the problem resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Cause of the event was reported as unknown.

Manufacturer narrative:
Over/under correction and secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the lens haptic bent. Dimensional and functional inspections found the lens to be within specifications. Claim: (B)(4).